Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information received from the hospital noted that the patient presented to the emergency room after being found "slumped over", had a cardiac arrest and had ventricular tachycardia (vt). The patient is reported to have recently been in the hospital where a cardiac catheterization was performed and two vessels had been opened. The patient was to have an ablation but due to age and other factors, this was not completed. Emergency medical services provided resuscitation including medications and external defibrillation with a return of the patient's pulse. The patient was intubated and transferred to the intensive care unit where the patient was made a do not resuscitate per family wishes. The patient was extubated and passed away.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from the patient¿s family member. Information provided reported that the patient is deceased and died approximately two months post implant of the ICD. The family member noted that the patient ¿kept up with doctors, food (diabetes) then in (B)(6)¿ the patient ¿had an attack.¿ the information further noted that the emergency room physicians indicated the device was ¿non working¿. The cause of death was listed as ¿massive heart attack and nonworking device.¿ information obtained from the cardiologist noted that the patient had not been seen post implant. Additional information related to the circumstances of the patient death has been requested of the hospital and not received.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.